Manufacturer narrative:
The complainant indicated the the device will not be returned for eval; therefore, we are not able to determine the relationship between this device and the cause for this event. In addition, the february 2007 15-month complaint trend report for all 11mm gemini basket family failure modes was reviewed; no adverse trend was noted. No data points exceed the bsc action limit.